Event description:
The customer reported air bubbles in the reservoir. Expalained customer that rewinding with a reservoir in place will create air bubbles. The customer stated that the insulin was stored at room temp. Testing for leaks was performed. Leaks occurred during the fixed prime test.